Event description:
A customer reported that the auto gas fill was not functioning properly prior to procedures. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
The pneumatics module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was connected to a calibrated system for functional testing. Air gas fluid (agf) purge function was found to not produce pressure. The, which controls the agf purge cycle pressure, was replaced with a known good valve then tested and found to meet specifications. The root cause of the reported event can be attributed to a nonconforming component. However, how or when the part became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The pneumatics module was replaced to address the issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 2, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).